Manufacturer narrative:
Per evaluation from the manufacturer: the errors described by the customer have been confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault lies in improper use by the customer. The severe damage to the blade and also to the housing, as well as the broken weld seam, indicate that excessive force was applied, causing such severe damage to the product that the electronics inside were damaged and imaging was no longer possible. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device has no image. No patient or procedure involvement. No negative impact in state of health reported.